Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Charred blood was observed on the jaws. A part of proximal end of the silicon on the cold jaw was peeled and detached. The remaining part of silicon stayed attached on the jaw and did not come off. Based on the condition of the device as found, the reported complaint was not confirmed for the reported failure mode "jaw break" but was confirmed for "peeled insulation". Specific actions for this failure are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip fractured. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Tip fractured during use. Opened a new kit to complete case. Please send a no charge replacement- no charge po# (B)(6).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip fractured. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Tip fractured during use. Opened a new kit to complete case.